Event description:
The device was applied during a lobectomy procedure. Reportedly, the instrument did not cut or staple properly. The surgeon resected tissue and manually sutured to complete the procedure.